Manufacturer narrative:
Device not returned for evaluation. Battery returned and evaluation determined a broken latch with slight contamination.

Event description:
It has been reported that the device powered down during a patient use event. The device was able to power on again after the battery was replaced. The patient survived.